Event description:
It was reported that the patient presented for a follow up in clinic with an implantable cardioverter defibrillator (ICD) that exhibited myopotential oversensing. Programming changes were not recommended or made. The patient was in stable condition.